Event description:
It was reported that during a colon resection procedure, the first transection went without issue. The device was reloaded for the second firing using a blue cartridge. The device completed the firing sequence and then would not open. The surgeon pulled the device off the tissue. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4).